Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the PICC line had a hole in it about 1 cm from the purple hub. The PICC was only placed about a week ago and the patient had multiple dressing changes which were thought to be caused by sweat. With further observation, it was noted that the leaking fluid was making the dressing non-occlusive. The fluid leaked and the hole was clearly visible. The customer stated that it looked like the fluid was coming out of two different spots but they could not be positive. There was no patient injury.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One physical sample was received at the manufacturing site for the investigation. The sample arrived without the original packaging or lot number with two clamps and two adapters and showed signs of use (blood). Upon a visual and functional evaluation, the reported condition was confirmed, the catheter showed a leak below the strain relief during underwater testing. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore, the most probable root cause can be considered as misuse; the product was most likely damaged during use caused by an inappropriate manipulation by the user. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.